Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 32mm synergy ii drug-eluting stent was selected for use to treat a lesion. However, upon removal of the stent from the hoop, the stent was inadvertently pulled off the balloon. The device was never used inside the patient and the procedure was completed using a 2.5 x 32mm promus premier drug-eluting stent. No patient complications were reported.